Event description:
Additional information was received that the lead pin was reinserted into the generator during surgery and there has been no recurrence of high impedance since.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator. Operator of device, corrected data: previously submitted MDR indicated that the patient was the user; however, this should be the medical professional. If implanted, give date (mo/day/yr), corrected data: previously submitted MDR provided the implant date for the lead; however, this should be for the generator. Device manufacture date, corrected data: previously submitted MDR indicated that the suspect medical device was the lead; however, this is actually the generator.

Event description:
It was reported that device diagnostics resulted in high and low impedance (5534 ohms, 4298 ohms). A second diagnostic was performed which again resulted in high impedance (5587 ohms). It was reported that the patient had undergone generator replacement the day prior and that device diagnostics at the completion of surgery were within normal limits. It was later reported that the patient was sent for surgery. Pre-operative diagnostics resulted in ok impedance (1985 ohms, 2020 ohms, 2268 ohms). It was reported that the surgeon plans to go forward with the surgery to check lead pin/generator connection. Attempts to obtain additional relevant information have been unsuccessful to date.